Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils was beyond the expected upper range. It was noted the rv and svc defibrillation impedance was 254 ohms on (B)(6) 2016.

Event description:
It was reported that approximately two months following the implant procedure, the right ventricular (rv) defibrillation coil and superior vena cava (svc) defibrillation coil impedance values were high and a connection issue between the competitor rv lead and cardiac resynchronization therapy defibrillator (crt-d) was suspected. It was noted by the physician that the connection between the crt-d and the lead was checked; the header connection under fluoroscopy inspection did not show any anomalies and there were no additional alerts triggered since the device check. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.